Event description:
It was reported that the lens was opened, inspected and a tear was observed. The lens was not used. No pt contact.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there was a tear across one of the haptic plates and there was evidence of a clear surgial residue. A work order search was conducted and there were no similar records found within the work order. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and eval of the returned product, a specific root cause of the event could not be determined.